Event description:
During a ventricular tachycardia procedure, it was reported that the pentaray nav high-density mapping catheter was inside a mobicath sheath, when the physician decided to take the catheter out of the patient, it was observed that it was physically broken. The inside of the catheter was visible. On (B)(4), received additional information requested from bwi representative stating that the case was completed with no patient consequences. Based on the initial information reported, it was determined that this type of malfunction may be a potential risk to the patient. Therefore, this complaint became reportable.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. As the lot # 15808937l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4) during a ventricular tachycardia procedure, it was reported that the pentaray nav high-density mapping catheter was inside a mobicath sheath, when the physician decided to take the catheter out of the patient, it was observed that it was physically broken. The inside of the catheter was visible. The returned device was visually inspected, the tip and shaft were found separated. Further investigation revealed that the cause of the failure was the separation of the polyimide stiffener from the quad lumen tip. Due to this, the irrigation tubing was found kinked. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. Complaint system was reviewed and no other complaints were reported under lot # 15808937l. The customer complaint was confirmed. An internal corrective action has been opened to investigate and address the pentaray tip separation issue.

Manufacturer narrative:
(B)(4).